Event description:
On (B)(6) 2013, the patient contacted animas alleging that atient having issues with battery just dying without any warning. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/07/2016 with the following findings: there was no activity related to the alleged issue observed in the pump histories. No data in pump histories was from time of the reported issue due to continued use of the pump. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump's electrical current draws were tested and were within specifications. A low battery warning was reproduced during testing; pump gave the appropriate audible and visual low battery alert. The display screen was dim and discolored. The audio bolus button was punctured, but still responsive.